Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of 2 months, 6 days due to endocarditis. On (B)(6) 2011, a response was received from the surgeon indicating that the device was explanted due to endocarditis. The source of the endocarditis was from a wound infection. The type of infection was not provided.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: operative report was requested but was not provided due to no patient consent. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon did not provide the type of infection only that the endocarditis was due to a "wound infection". He indicated that this was not due to a device malfunction but did not provide type type of infection.